Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for glucose for three (3) patient samples assayed on a synchron lx 20 pro clinical chemistry system. The erroneous glucose results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control data were recovering within the laboratory's established ranges both prior to and after the event. The customer reported reassaying the three (3) patient samples for glucose on their other analyzer. The glucose results from the other analyzer were reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed loose white fittings on the cc sample probe wash lines. The fse tightened the fittings. In addition, the fse replaced the cc sample probe and wash collar. The fse verified all repairs per established procedures.